Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the locking screw would not accept the 3.5 hex driver to lock the proximal body to the stem. No patient consequences were reported.